Manufacturer narrative:
Zoll medical corporation has received the product, and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a male patient, the device successfully shocked the patient, however then it inappropriately shut down, and failed to power back up. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.